Manufacturer narrative:
Date of event is unknown. During processing of this complaint, an attempt was made to obtain complete device information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported high impedance was found. Troubleshooting/reprogramming was unable to provide resolution. In turn, the patient may undergo surgical intervention.